Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: leak in presssure sensor assembly. Correction: replace the pressure sensor assembly. Note: this device is used for service training purpose in india office (not for patient use).

Event description:
The following was reported to hamilton medical ag: summary: during service software : pressure sensor assembly test fails.